Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and insulin delivery was able to be resumed. Additionally, it was reported that the usb cable was "loose and wobbly" but still able to charge the pump. A replacement cable was sent to the customer. Customer's blood glucose level was 103 mg/dl.